Event description:
In 2008, the pt reported he has been experiencing elevated blood glucose readings in the 400-500's mg/dl for the past month. His target range is 100-120 mg/dl. He said his doctor decreased his basal rate by half about a month ago. He stated he has to take large boluses and sometimes has to give himself insulin injections in addition to the boluses. During troubleshooting, it was discovered the patient is using an infusion set with the expiration date of 11/2005. He stated he can not afford to throw the product away. He was advised to discontinue use of any expired product and he was sent a courtesy box of infusion sets. The pt stated he also reuses cartridges sometimes and was advised to not do so. The patient said he has recently lost 25 pounds and eats 2 meals a day. On follow up with the patient the following month, he stated his blood glucose is "not controlled yet" and he is working with his physician. He stated he sometimes forgets to press the check mark button twice to save the changes he has made to his basal rates. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.